Event description:
Animas evaluated the pump and discovered the following condition: a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Loss of prime warnings with zero force were observed. No damage was found to the bolus button. The bolus button was difficult to push. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting correct force at 5 lbs. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump gave an audible and visual alert. The pump was opened and the display screen was found to have dislodged and lifted from the base assembly. The force sensor flex pins were found to be partially seated in the force sensor socket; 2531779-03/24/2010/003-r.